Event description:
During a device exchange procedure due to normal elective replacement indicator (eri), the setscrew was not able to be loosened in the header resulting in difficulty removing the lead from the header port. The lead was able to be disconnected and the device was replaced to successfully complete the procedure. The patient is stable with no consequences.